Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that they are disconnected and were receiving the alarm during manual prime. Customer was advised to revert to a back-up plan per health care professional. No further details given.